Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level when a bolus delivered ¿is too much¿. Additional information was not provided. The customer declined to troubleshoot with tandem technical support.